Event description:
Ous MDR - after an implantation period of about 25 months, oversensing with inappropriate therapy was reported. A brady lead was implanted as the pace and sense portion of the lead. This lead was capped. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed the presence of artifacts on the rv channel starting in (B)(4) 2015, which led to the detection of vf episodes and two shock deliveries. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.